Event description:
It was reported that a device alarmed for a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The symptom was caused by severed motor mount screws (6 of 6). The motor and screws were replaced.